Manufacturer narrative:
A steris manager discussed the reported event with the user facility. User facility personnel stated that steam and condensation were leaking from the corner of the sterilizer door. User facility personnel inspected the sterilizer and found that the door gasket was damaged subsequently causing the reported event to occur. The user facility replaced the door gasket, ran a test cycle and confirmed the unit to be operating properly. The sterilizer was returned to service and no additional issues have been reported.

Event description:
The user facility reported that steam and water were leaking from their sterilizer door. No report of injury, procedure delays or cancellations.